Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to an electrical short of the lid reed switch. The electrical short of the lid reed switch made the device act as if the lid had not been opened, and it would therefore appear to not boot up completely to provide therapy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not give any voice prompts when they checked it. During device evaluation, physio-control observed that the device had ok in the readiness display, but that the device could not be powered on. The leds on the device would briefly illuminate but the device would then immediately power off. There was no patient use associated with the reported event. (B)(4).